Manufacturer narrative:
The dentist did not provide the patient identifier and weight when nakanishi visited the dentist on (B)(6) 2017. Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the temperature of the operating device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject ti95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed rises in temperature at the testing points as follows; however, the temperatures were not high enough to cause a burn injury. Test point (1): 38.9 degrees c, test point (2): 39.1 degrees c, test point (3): 35.9 degrees c, test point (4): 35.7 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the inside of the cartridge was partially corroded. There was water inside the clutch/rear joint. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Due to observation of the corrosion on the cartridge and water on the internal parts, nakanishi washed the inside of the handpiece using nakanishi pana-spray plus and measured the exothermic situation yet again. Nakanishi observed lower rises in temperature than the ones in the first measurement as follows. Test point (1): 35.5 degrees c, test point (2): 34.6 degrees c, test point (3): 34.5 degrees c, test point (4): 34.5 degrees c. Conclusions reached based on the investigation and analysis results: nakanishi could not identify the exact cause of overheating of the returned device because nakanishi was not able to replicate the temperature rise at the time of the event. The only abnormality nakanishi observed during the evaluation was corrosion and water on the internal parts in the visual inspection. Once the handpiece was cleaned, the operating temperatures were reduced. Nakanishi did not identify the cause, but based on the reduction of operating temperature after cleaning, as well as many years of experience, nakanishi considers it is possible that the cause of the handpiece overheating was abnormal resistance during rotation caused by ingress of foreign materials into the bearing of handpiece cartridge. A lack of maintenance causes the dirt to accumulate in the inside parts, which contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
Nakanishi did not receive any information about patient. Nakanishi is scheduled to visit the dentist to obtain the information.

Event description:
On may 24, 2017, an nsk ti95l handpiece was returned from a distributor to nakanishi for repair. There was a note with the device stating that the handpiece seemed to have overheated and burned a patient. Immediately upon receipt of the information, nakanishi started an investigation on the overheating. The details are as follows. The event occurred on (B)(6) 2017. A dentist was performing a dental procedure using the ti95l handpiece (serial no.: (B)(4)). During the procedure, the patient complained about the handpiece overheating. The dentist was made aware of a burn injury on the patient's mucosal membrane.